Event description:
No osseointegration, primary stability was achieved, implant wasn't completely covered by bone, bone resorption, mobility. Status after chemotherapy (sarkom). At the same time placed further 5 implants which all are well integrated.